Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device exhibited noise on both the right ventricular (rv) and right atrial (ra) lead channels; the associated lead manufacture information was unable to be obtained however, it was suspected both were non boston scientific products. The patient was noted to be one hundred percent pacemaker dependent. A data review would illustrate daily noise patterns, exclusively during the day and evening hours with no recording during the overnight hours. All other measurements appeared normal and consistent from the six month trend report. During the in office visit, movements were able to generate ra noise however minimal rv noise. The patient reported nothing abnormal during this time period but stated they were active with daily yoga, to include headstands. It was subsequently reported that approximately two days following the in office visit, the patient passed away. A lead revision had been recommended but not yet completed and the cause of death was unknown. A post mortem device analysis has was not requested but offered to the physician for any additional investigation, if required. No return of product is expected and no further requests to boston scientific have been sent regarding the performance of this system.